Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg battery was depleting quickly. It was also noted that the ipg was becoming uncomfortable for the patient as it gets hot while charging. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively.